Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event it was also reported that oversensing was noted on stored electrograms (egm) on the right atrial (ra) and right ventricular (rv) leads and that the ra and rv lead exhibited increasing and high impedance potentially due to ra lead revision. The rv lead remains in use.